Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that she had received a lot of sensor errors and was advised by a doctor not to wear it. The blood glucose reading was 86 mg/dl. The customer was unsure if the sensor was retracted or broke off into the body and was advised to get an x-ray. The customer was advised that the sensor would be replaced.